Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen is dark and had blank vertical lines. Customer is unable to see the numbers on screen. Customer's blood glucose was 4.7mmol/l.

Manufacturer narrative:
The pump was received with a scrambled display due to a problem isolated to the lcd board. Unable to perform the functional testing due to a scrambled display. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube lip, and cracked battery tube threads.